Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a blank display. Customer noticed the device was off and removed the battery and put it back in and it keeps going off. Blood glucose is 215 mg/dl. Customer also reported that the device has cracks above the screen top right corner and goes around to the back. Customer stated she probably dropped it. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.